Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, customer reported that the autopulse platform (serial # (B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. Customer immediately performed manual CPR. After the call, the customer replaced the battery on the autopulse platform but error message persisted. No patient consequence.

Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4) displayed "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. The investigation findings revealed that the drive train motor brake assembly's air gap was too wide, out of manufacturing specification and the air gap could not be adjusted and must be replaced. Therefore, the root cause of the reported error was due to a defective drive train motor which is likely cause of wear and tear. The returned autopulse platform was manufactured in february 2014 and has reached its expected serviceable life of 5 years. No physical damage on the returned autopulse platform was observed during visual inspection. However, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The root cause of the faulty drive shaft was due to a sticky clutch plate as a result of an aging device and issue was unrelated to the reported complaint. Deburring was performed to remedy the sticky clutch plate. During device archive data review, system error 139 (unable to hold compression position) message was observed on the reported event date. Thus, confirming the reported complaint. Initial functional testing could not be performed due to "system error, out of service, revert to manual CPR" error message displayed on the autopulse platform during power on. To remedy the issue, the defective drivetrain motor assembly was replaced. After part replacement , the autopulse was re-evaluated. Platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with known good batteries until discharged without any fault or error. The brake gap was inspected and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed all the functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint for autopulse with serial (B)(4).